Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under the lifevest equipment. Patient described the area as raw with skin peeling under the arms and across the chest. The patient reported a known latex allergy and a history of sensitive skin. There was no alleged device malfunction contributing to the irritation. The patient¿s physician prescribed a triple antibiotic ointment for the skin irritation. Follow up indicated that the skin irritation improved.